Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat # I-h1851hex0; specialty trident cup hex driver 6.3 mm; lot # al13a25. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
When attaching the cup to the offset impactor, it continued to rotate without coming to a complete stop, even when the driver was turned. Immediately after attaching the cup, it began to rotate as soon as it was inserted into the surgical cavity, making implantation difficult. The procedure was completed after a delay of approximately 30 minutes. Additional event clarification: during a tha case performed at your hospital, it was noted that when attaching the cup implant to the offset cup impactor, the driver slipped, requiring multiple attempts and resulting in an extended operative time. Four days after the operation, the doctor contacted the sr to report that the patient had gone into post-operative shock due to significant intraoperative blood loss. It is understood that a blood transfusion was administered. Furthermore, the doctor reportedly stated that, in addition to this malfunction, the delay in preparing the blood transfusion for the patient was also a contributing factor to the post-operative hemorrhagic shock.